Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported hernia until after the device had been serviced, a complete device analysis could not be completed to investigate the reported hernia. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient, who performs pd therapy with a homechoice (hc) device, experienced an umbilical hernia which became incarcerated. The hernia was diagnosed, after the start of pd therapy. The hernia worsened with pd therapy and required surgical intervention. The patient was hospitalized for a hernia operation and was later discharged. At the time of this report, the patient was recovering from the event and dianeal therapy was ongoing. Additional information was requested, but is not available.